Event description:
Complainant alleged that during biomed testing. The deviced would not power on with a battery. Complainant indicated that there was no patient involvement in the reported malfunction.